Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient was in a motor vehicle accident with a lot of trauma to the left arm. The patient received multiple appropriate shocks from the device for ventricular fibrillation (vf). The physician noted that the vf could not be clearly determined due to noise on the ventricular electrogram which could be the result of damage to the device from the trauma. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead, (B)(6) 2009; 4076 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.